Event description:
During remote monitoring, the patient experienced a brief sinus pause, however, the arrhythmia was not sensed as the device was in noise recovery mode. No intervention was performed at this time. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.